Manufacturer narrative:
H4 - device MFR date: unknown. The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a 7.5" (19 cm) appx 1.1 ml, bifuse ext set w/chemolock¿ port, chemoclave®, spiros®, 2 clamps. It was reported that when writer attempted to flush the y-site connected to infusion line but was unable. Upon inspection it appeared that the seal on the clave was pushed into the port. Although the event occurred during infusion, there was no harm associated.